Event description:
It was reported that the customer's insulin pump alarmed no delivery. The customer further stated that her blood glucose was over 570 mg/dl and that she could not lower her blood glucose below 200 mg/dl. The customer stated that she had changed the infusion set three times within four days. The customer had been treating herself with manual injections. Troubleshooting was done. The insulin pump alarmed no delivery again. Advised that the insulin pump was working as designed. Advised that replacement supplies would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.